Event description:
The customer reported that the device dropped the 12 lead ECG reading. There was no reported patient involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.